Event description:
The customer reported that the system alarm is not triggering. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer reported that the system red alarm is not triggering when the patient's heart rate goes above 150 beats per minute. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Remote support engineer (rse) determined the alarm settings are as follows: the yellow alarm is set to go off between 140-160 beats per minute(bpm). Red alarm is set to go off at >160 bpm. The patient's heart rate was 151. The rse determined the device was functioning according to its settings.